Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect ivancomycin reagent kit, 01p30, and manufacturing site (B)(4) in section d of this report architect i1000sr, 1l86, and manufacturing site (B)(4). MDR number 3016438761-2024-00663 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a falsely decreased architect ivancomycin result on a patient that was not reported out of the laboratory. The following results were provided: 2.99 / 13.55 / 13.51 ug/ml. No impact to patient management was reported.

Event description:
The customer reported a falsely decreased architect ivancomycin result on a patient that was not reported out of the laboratory. The following results were provided: 2.99 / 13.55 / 13.51 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 1p30-29 that has a similar product distributed in the us, list number 1p30-24.